Event description:
It was reported, after insertion into the patient, the device came apart at the hub. The device was removed, replaced with another and the procedure continue without consequences to the patient.

Manufacturer narrative:
The returned introducer was received with the sheath tube detached from the hub portion of the introducer. Additional inspection revealed an irregular molding anomaly occurred with the device, which caused the tube to detach. (B)(4).